Event description:
It was reported that the insulin pump alarmed motor error. Customer changed the reservoir and infusion set, during the prime process, the insulin pump alarmed motor error again. The blood glucose reading is 145 mg/dl. The motor error has occurred numerous times. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stuck motor error alarm loop during bolus deliver. The motor was tested outside to the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. No unexpected restart or check setting alarm noted during testing. Unable to perform the error test due to constant motor error alarm during bolus delivery. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.